Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient resting on the bed moved his leg and he heard a sound like something was broken, after he couldn't walk.

Event description:
Allegedly, the patient resting on the bed moved his leg and he heard a sound like something was broken, after he couldn't walk. Additional information received on 06-03-19 - correct lot numbers provided.